Event description:
Voluntary medwatch form received notes that the patient presented to the emergency room with lightheadedness. The atrial lead exhibited low pacing impedance and under-sensing.

Manufacturer narrative:
Voluntary medwatch form received: mw5147399.